Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two unknown mentor gel implants. Post-operatively, the patient has been scheduled for capsulectomy and bilateral breast implant removal surgery on (B)(6) 2025. Multiple follow-ups were performed to confirm the diagnosis but no information was provided. Mentor is reporting this a capsular contracture conservatively for now and a supplemental report will be submitted when additional information is received.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2025. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: possible capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 26, 2025, mentor received additional information that indicated that the patient actually developed breast implant illness. The suspect medical devices were also identified to be the following: (right) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 6926772 and (left) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 6775789. Lastly, the patient's date of birth, age at the time of age, and ethnicity were also provided. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness h6 health effect - clinical code e2402: generalized illness this medwatch form is for the right breast prosthesis. The complication on the left breast implant will be submitted under mrn: 1645337-2025-10234.

Manufacturer narrative:
On september 24, 2025, the mentor failure analysis lab received the device for evaluation. On october 1, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.